Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the pump ran out of medication. The patient stated they went to the hospital because the pump ran out of medication. The patient noted they did not hear the pump alarm. No symptoms were reported. It was noted that the pump running out of medication and not hearing the alarm were resolved. The patient thought they were receiving unknown morphine 2.1 whatever per day, but was not sure. There was no out of box failure and a medical or therapy problem associated with small parts was not reported. The patient mentioned getting an induction cooktop and needed to check on guidelines. Event date was unknown ("about 3 or more months ago"). No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4)-overdose, withdrawal, hospitalization.